Event description:
After further review, it was reported that the patient experience pulsating or stimulation a lot harder even when the stimulation was turn down. The patient had experienced foot numbness, almost hurt and pain from the stimulation. It was reported that the patient was keeping records and noted going eleven, twelve and thirteen times during the day and twice at night. The patient thinks this should be helping more than current.

Event description:
It was reported that the device 'did not seem to help too much but seemed to be helping some.' The patient stated that at times she had 'intense pulsating' especially if she put her leg up and then 'kept going afterwards.' The patient stated that this never happened before she had bladder prolapse surgery on (B)(6) 2013. The patient went to her health care provider's (hcp) office in 'spring time,' had the system checked, and everything was fine. The patient had another appointment scheduled ten days after the report. The patient tried lowering stimulation after the 'intense pulsating' started but then did not feel anything. The morning of the report the patient put her leg up and it happened again, along with her toes curling. The patient stated she had tried multiple programs and still had problems. Two weeks later it was reported that the patient still had concerns regarding her device or therapy but was working with her hcp or manufacturer representative. The patient had not been called yet with an appointment date. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va01w69, implanted: (B)(6) 2012, product type lead. (B)(4).